Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer ran out of insulin and did not have extra supplies to change the cartridge. The customer's blood glucose (bg) level was 400 (mg/dl) and the customer went to the emergency room (ER) for treatment. While in the ER the customer was treated with fluids and insulin intravenously. The customer's bg level lowered to 200 (mg/dl) and the customer left the ER in stable condition.